Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm a broken force sensor alarm, keypad anomaly or frozen screen due to critical pump error alarm. No moisture damage on electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 513 mg/dl. Customer also experienced blood glucose level such as 322, 430 and 500 mg/dl at different time. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer also reported that the insulin pump exposed to moisture. Customer also reported that the insulin pump had critical pump error and another pump error alarm. Customer was assisted with self test and test did not pass. Customer also reported that the reservoir was leaked. Customer stated that the reservoir o ring was swollen. The reservoir was not returned for analysis and insulin pump was returned for analysis. Unomed inf set.